Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 03/10/2023. An investigation was conducted on 03/22/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the device. The white cord was observed to be pulled back from the green molded plug, exposing the internal wires of the cord. The other collar was observed to be intact, with no visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "break" was confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, dc extension rubber coating on cord has come loose exposing wires. A new cord was used to complete the case. The damaged cord was never used. Discovered before the case started, not used. No harm to patient.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, dc extension rubber coating on cord has come loose exposing wires. Discovered before the case started, not used. No harm to patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.